Manufacturer narrative:
The device was discarded by the site. Therefore, no device evaluation will be performed. There is no allegation that the device malfunctioned.

Event description:
A philips representative reported that during a cardiac lead management procedure for the extraction of a right ventricular (rv) implantable cardioverter defibrillator(ICD) lead originally implanted (B)(6) 2008, that a tear of the superior vena cava(svc) occurred. The patient presented with an open wound ICD pocket infection of confirmed gram positive staphylococcus bacteremia via blood cultures. Patient was bedridden due to a previous stroke and was currently in a nursing home. Due to a previous stroke which left the patient¿s right leg immobilized and contorted, right femoral access was occluded. Left femoral access was used instead. The physician opened and prepped the pocket for the procedure. He cut, sized, and prepped the lead using a spectranetics lead locking device (lld) which he was able to advance to the distal coil. A spectranetics 14f glide-light laser sheath 500-302 was then calibrated and prepped for the extraction. Using appropriate traction and advancing in a co-axial manner, the physician advanced the 14f glide-light into the pocket, under the clavicle, and into the subclavian vein. Blood pressure (bp) remained stable as he continued to advance. The laser sheath was advanced further into the subclavian vein and encountered binding in the area of the inonimate vein. When traction was placed on the cardiac lead, it was evident that there was somewhat severe binding through the svc, as distal portions of the lead did not move when traction was applied. Proximally, there was movement of the lead between the inonimate and top of the svc coil as the laser advanced. Physician was able to advance the laser sheath distal to the inonimate vein, around the slight bend into the svc and made it about halfway down the svc coil when a sudden and steady drop in bp was identified. Transesophageal echocardiography (tee) was used and no effusion was noted. Patient¿s blood pressure leveled off, never dropping below 64/55. Further rescue efforts were implemented. The patient's blood pressure began to rebound. A left sided thoracotomy was performed under the left breast. No blood was identified in the pericardium. The decision was made to proceed with the lead extraction. During this entire time, the glide-light laser sheath remained in place and was positioned halfway down the svc coil. Physician made several trains with the laser and was able to advance distal to the svc coil. The patient's blood pressure began to decrease again. A right sided thoracotomy was performed and a large quantity of blood was identified. Rescue efforts were implemented. A sternotomy was performed and the chest cavity and pleural space was full of blood. Further repair/rescue efforts were implemented. It was noted that there was a high svc tear, above the pericardial inflection. The vessel was torn from the subclavian/inonomiate all the way down to the svc. The decision was made to place the patient on extracorporeal membrane oxygenation (ECMO) for the night with pressure dressings in an attempt to stop bleeding. The next day 10/16/2018, it was communicated to the philips representative that the patient did not survive.